Event description:
N/a.

Manufacturer narrative:
Additional information - name: (B)(6). A getinge field service engineer (fse) had evaluated the unit than the fse also had isolated failure due to defective safety disk. Fse replaced the (d202-00-0140) safety disk, drive side and performed all manifold leak test which passes all the leak tests. The defective components were received for further investigation. This part was received with a reported unit failure message of failed membrane leak test. Performed visual inspection of this part received and part looks to be in good condition. The failure analysis and testing department verified the failure of the safety disk failing the membrane leak test, with a result of 24mmhg. The factory specification is +-6mmhg. Safety disk failed testing. Retaining the safety disk in the fat dept. As per procedure 0002-07-d008 rev al. The non-conformances with the returned components were confirmed.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) safety disk failed membrane leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.